Manufacturer narrative:
The returned device was evaluated and the investigation could not determine any issues that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported blood glucose levels. The received device had the cannula assembly fully deployed. The drive mechanism was observed and no damages or deficiencies were found. The fluid path was tested and no signs of leaking or occlusion were found. The adhesive pad was inspected, and the adhesive was not completely connected at all weld points. Due to the adhesive being in a used state, it was unable to be determined when or how any adhesive damage occurred or if it could have caused the reported dislodge. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23: warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient blood glucose read "high" (>27.8 mmol/l)(>500 mg/dl). Upon the patients inspection the adhesive was not adhering well, causing the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the arm.